Event description:
A pt with a history of abnormal bleeding, painful heavy periods and adenomyosis was taken to surgery for d&c and laparoscopy. Found to have a right ovarian cyst which was drained. After cauterization of the left puncture site, the scope was removed and replaced with the working scope for the right side. The unit would not work. The monopolar adapter was moved from receptacle 1 to receptacle 2, and then the settings were changed from 30 to 50. The unit still did not work. A hand held cautery was inserted through the left side to coag the right side. After placing the working scope in for cauterization of the right side, a small burn was noted. The right side was cauterized. The abdomen was desufflated and then resufflated after five minutes. What appeared to be 3/4 cm tear was noted by the surgeon, but the area was hemostatic, irrigated and suctioned. The next morning, the pt was taken back to surgery where they appeared to have massive exsanguination due to suspected vascular injury with injury to the right external iliac artery consistent with transmural cautery/burn effect. The pt was transferred to the unit after surgery where they expired that afternoon.